Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the pulse generator could not be interrogated. The device exhibited backup vvi. After a software download, the device resumed normal function.